Manufacturer narrative:
Product analysis: damage was noted along the heating coil/element. Microscopic examination revealed peeling/ bubbling of the fep layer of the heating element/coil. No biologics were observed. Examination also revealed the heating element/coil of the device was exposed. Device did not undergo functional and continuity/resistance testing due to the damage seen to the heating element/coil. The catheter cable connector was examined: the catheter reference key shows evidence of wear, and the red ink was visible in some areas. All pins were visually inspected to be straight. No anomalies were observed along the catheter shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the heating element of the cf7-7-60 closurefast 7f 60cm catheter lost its integrity. The lumen was flushed prior to use, instructions for use were followed during preparation, procedure, and post-procedure, and a guidewire was not used for insertion. The proper temperature was reached during the procedure. The procedure was completed before the issue was identified, and no additional treatment was required. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: compression was used. Part of the coil exposed due to overheating and there was no coagulant build-up on the heating element. No error messages/codes/warnings were displayed on the rfg. There was no injury to the patient as a result of the difficulty. Image analysis one photo was received from the account. The photo appears to show a closurefast catheters heating element/ coil which appears to have some bubbling to the fep layer. While the image is consistent with the reported event no catheter identifiers are visible to establish that the connected device is related to the complaint on file in gch (lot#, size or device label/ shelf carton). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.